Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 358 mg/dl. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was using trurapi insulin with the pump and occlusion alarms had occurred. Tandem technical support educated the customer on insulin labeling. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage.

Manufacturer narrative:
Additional data: b5: additional intake was provided, h6: removed 67 added 61. Root cause: user: error: the pump is indicated for use with novorapid, admelog, or humalog u-100 insulin.